Manufacturer narrative:
Visual analysis of the returned device identified: crease flat and two openings curved. Leak test and microscopic analysis was performed which identified: one opening striated on the anterior and one opening curved on the patch/shell bond edge. A dimension measurement in the shell was performed which identified the thickness within specification. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: one striated opening on the anterior due to surgical damage consist in the use of some surgical tool. A sharp opening on patch/shell bond edge due to an unidentified (tear) opening.

Event description:
Patient reported the left side as "hard." Healthcare professional reported left side capsular contracture, baker grade iii. Device was explanted.

Manufacturer narrative:
Additional information was received and explant status was updated to date known. The reason for reoperation is capsular contracture, baker grade iii.

Event description:
Device was explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported the left side as "hard." Healthcare professional reported left side capsular contracture, baker grade iii. Device remains implanted.